Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer was experiencing issues with the monitor as the monitor was not displaying an sdi input. Multiple troubleshooting attempts were tried to no avail. The issue was eventually resolved. However, at this time, it is unknown how the issue was resolved.

Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. As no serial number was provided, a device history record review cannot be completed. The cause of the monitor not displaying an sdi input could not be identified as there was no return of the product for evaluation, and detailed information could not be obtained when inquiring about the reported phenomenon.